Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings:. Black box shows dates from 7/5/2016 -7/14/2016. Black box data from date of complaint has been overwritten. Current bb shows no evidence of short battery life. Pump intermittently powers with returned battery cap. Battery cap threads damaged. See pi 1-11405230665. All testing performed with a test battery cap..3. Battery compartment cracks observed in thread area and below grip pad. Battery compartment threads damaged...4. Current draws within specifications; idle-70ma, sleep- 00ma, load- 150ma, rewind- 140ma. A "battery life" issue was not duplicated during investigation..5. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.